Event description:
According to the reporter, the sterilization center placed in the autoclave (despite a label on the box indicating it should not be autoclaved) a kit containing two batteries and a transducer from the sonicision 1st generation, which reportedly ¿exploded/ignited¿. When the autoclave door was opened, employees ¿ despite the recommendation to open all windows ¿ inhaled some of the smoke. By the end of the shift, they were directed to the pa with symptoms of headache and nausea. Hospital engineering was called, but nothing was found inside the autoclave (no battery fluid or other evidence). There was also uncertainty as to whether the batteries could contain radioactive material. The pa physician opened a cat, and they require the fact sheet and recommendations or guidance on how to proceed regarding the toxicity of the battery smoke.

Manufacturer narrative:
D10 concomitant product: scb, scb sonicision battery pack x1 (serial#: (B)(6); scb, scb sonicision battery pack x1 (serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.